Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was proceeding with deployment of draping. It was noted that camera did not rotate during rotation. After undocking and checking the drape, the accessory was missing the clips and were rotated to a place about 5 cm away from the home. Customer changed the drape and used it again but with no change. The issue was seen on drapes from same lot number. The drapes from different lot number were used. The procedure was completed with no reported injury.